Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: b7, h6 (medical device problem code). Esp member had customer perform the proper troubleshooting: check the helium tubing for blood or discoloration. Press the iab fill key for 2-3 seconds, press start and check the helium tubing again. The pump resumed without issue. We reviewed the nature of this alarm and different clinical possibilities. There had been a recent change in the patient¿s peep setting on the ventilator. Esp member encouraged customer to call back should the alarm go off several times in an hour with the proper troubleshooting so we could troubleshoot it together. Esp member collected product surveillance information.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the intra-aortic balloon (iab) catheter triggered an iabp alarm, prompting a troubleshooting process that included checking the helium tubing for blood or discoloration and restarting the pump using the iab fill key. The pump resumed normal function without further issues. The alarm may have been influenced by a recent change in the patient¿s peep setting. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (type of investigation).

Event description:
N/a.